Manufacturer narrative:
Method: device eval anticipated, but not yet begun. Conclusion: a f/u report will be submitted upon completion of investigation.

Event description:
The end user alleges, she was using her lift chair when somehow her foot became caught in the chair, resulting in an injury. The user sustained a foot injury requiring hospitalization.

Event description:
The end user alleges she was using her lift chair when somehow her foot became caught in the chair resulting in an injury. The user sustained a foot injury requiring hospitalization.

Manufacturer narrative:
Several attempts to contact consumer were unsuccessful. Device not available for evaluation. Device not available for evaluation.